Event description:
It was reported that in the right ventricular lead showed varying impedance and a gradual steady increase in lead impedance. The trend data was not available on the remote transmission. The lead remains in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data was collected from the device and have analyzed the data. Weekly pace lead measurement log data shows a gradual increase for min and max v.pace = 504 to 800 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.